Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture. Fluoroscopy revealed the lead had dislodged and was coiled in the pocket behind the device. The patient was in stable condition. The lead was explanted and replaced. The patient¿s condition was stable during and post procedure and was in good condition at follow-up visit.

Manufacturer narrative:
Analysis was normal. No anomalies were found.